Manufacturer narrative:
Updated fields: b4, d9, g2 (add healthcare professional), g3, g6, h2, h3, h4, h6, h11 corrected fields: d4 / a getinge field service engineer (fse) evaluated the unit, and the cause of the equipment failure was detected on site and a quotation was given to the user. The user was managed by a third-party company as a whole. After communication, the company refused to quote and closed the order. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.

Event description:
N/a

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) unit could not be turned on. There was no personal involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character restrictions in block e1 site name: (B)(6). Due to character restrictions in block e1 telephone number: (B)(6).